Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by abdominal pain, cloudy effluent, vomiting and diarrhea. Treatment information was not reported. The patient remained hospitalized and it was unknown if they were recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Pt age: the patient was born in 1974, exact date not reported. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.